Manufacturer narrative:
A 3mensio report of the patient¿s anatomy was provided by the complaint site and the patient¿s access vessel characteristics shows calcification and tortuosity were present. The delivery system was returned to edwards lifesciences for evaluation. During visual analysis two pinholes were observed on the crimp balloon; one near balloon shaft bond and one on crimp marker. Compression was observed 2 inches and 1.75 inches from the flex tip. There were minor gouges on the flex tip. During dimensional analysis, the double wall crimp thickness of the crimp balloon was measured and were within specification. Due to the nature of the complaint, no functional testing was able to be performed. DHR review did not reveal any manufacturing related issues that could have contributed to this complaint. A lot history review did not reveal any other similar complaints. A review of complaint history from (B)(6)2019 through(B)(6)2020 revealed additional similar returned complaints, but no manufacturing non-conformances were identified. A review of the complaint history revealed that the complaint occurrence rate did not exceed the (B)(6)2020 control limit for the trend category. The IFU, device preparation training manual, procedural training manual, and procedural manual were reviewed for instructions/guidance for preparation and use of the devices: valve alignment: unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Rotate the balloon lock away from you to lock and towards you to unlock. Lock/unlock symbols are found on the balloon lock. Check delivery system before valve alignment. If kinked, do not use. Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. Fine adjustment indicator shows how much fine adjustment is left. If additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock. Compression may be observed in the distal portion of the flex catheter during valve alignment. Diving may be observed between the thv and the flex catheter tip during valve alignment. To correct: move to a different straight section of the aorta (for diving only). If using the balloon catheter, push forward slightly, and then continue pulling back until part of warning marker is visible. If using the fine adjustment wheel, reverse and then continue with fine adjustment until thv is centered exactly between the valve alignment markers. Warning: if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. Thv deployment: check to ensure thv is exactly between the valve alignment markers, flex tip is on the triple marker, balloon lock is locked. Perform thv deployment. Unlock the inflation device. Initiate rapid pacing ensuring. Confirm placement of center marker within optimal initial. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop pacing and withdraw the balloon from the native valve. Additional considerations: verify flex tip is on triple marker to ensure full inflation of balloon during thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If consider, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or thv deployment. Balloon burst: if delivery system balloon bursts or leaks during deployment without thv embolization: do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/training deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaint for ¿balloon ¿ leakage¿ was confirmed based on the condition of returned device. However, investigation of the device, complaint history, lot history and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. A review of manufacturing mitigations supported that the delivery system has proper inspections in place to detect issues related to the complaint event. It is unlikely that the delivery system left the manufacturing site with balloon damage, as the balloons are 100% visually inspected at several different steps throughout the manufacturing process and devices are 100% leak tested. In addition, there was no reported difficulty during device preparation. As per the provided imagery, the descending aorta was tortuous with the presence of an existing stent. If the valve alignment is performed in tortuous anatomy, this can cause the valve to unseat from the flex tip (non-coaxial placement of valve in relation to the flex tip) during alignment and ¿dive¿ into the lumen of the flex tip. Flex tip gouges were observed on the returned devices, which is indicative of a non-coaxial valve alignment. If the valve is unseated during alignment, it can result in interaction with the valve and the crimp balloon, which may have punctured the balloon and resulted in the observed pinholes. Available information suggests that patient factors (tortuosity/pre-existing surgical stent) and procedural factors (performing valve alignment in non-straight section) may have contributed to the complaint events. However, a definitive root cause is unable to be determined. The complaint for ¿balloon ¿ leakage¿ was confirmed. No manufacturing non-conformances were found in the evaluation. Available information suggests that patient factors (tortuosity / pre-existing surgical stent) and procedural factors (performing valve alignment in non-straight section) may have contributed to the reported events. Review of IFU/training materials revealed no deficiencies and the occurrence rate did not exceed the monthly control limit for the applicable trend category. Therefore, no corrective and preventative action nor pra is required at this time.

Manufacturer narrative:
Supplemental to report device return. Per pre-decontamination and preliminary evaluation,two pinholes were observed. One on the crimp balloon at the balloon shaft and one on the crimp marker. Investigation is ongoing.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI (B)(4). Investigation is ongoing.

Event description:
During insertion of the first 23mm sapien 3 ultra via transfemoral approach on a commander delivery system, the delivery system and valve would not advance through 14f esheath due to fibrous vascular tissue scarring from previous evar. Both the 14f esheath and undeployed valve on the delivery system were removed without issue. There was no injury to the patient, no surgical intervention required to remove the devices. The patient's vasculature was dilated with 18f dilator kit and then a 16f esheath was placed. A new 23mm sapien 3 ultra on commander delivery system was implanted inside the pre-existing surgical valve. Full inflation was performed, and the valve deployed well. After deployment, the operator pulled negative on balloon and noticed blood coming back into syringe. The delivery system was removed through the sheath without issue, and inflated on the back table, where a pinhole rupture was seen. There was no radial tear. It is unknown when the damage occurred, as the valve was able to be deployed without issue. Entire device was removed safely from patient and will be returned for examination.